Event description:
On (B)(6), 2010, a respiratory therapist reports a leak from inomax ds device (B)(4). She states the device is reading higher than it is set and the inomax cylinder pressure is dropping. The device was not on a patient and no adverse event was reported by the respiratory therapist. (B)(6) technical support advised to have the device replaced with another unit.

Manufacturer narrative:
A respiratory therapist reports a leak from inomax ds device (B)(4). She states the device is reading higher than it is set and the inomax cylinder pressure is dropping. Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced, correcting the internal leak and low nitric oxide pressure alarms. The root cause of the incident was a failed pressure switch.